Manufacturer narrative:
The valve was received in the return kit, submersed in an unidentified liquid. A deformation of the outer housing of the progav valve was observed through the visual inspection. The progav valve house was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at -0.0565 mm, outside the tolerance of 0+/- 0.02 mm. The permeability test showed that the progav valve was permeable. The progav valve was tested and is adjustable to all specified pressures. The brake functionality test showed that the brake function was fully operational and the braking force was within the given tolerances. To investigation the claim of over-drainage, the opening pressure was measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The progav valve was operating within acceptable tolerances. Based on investigation, we are unable to substantiate the claim of over-drainage and non-adjustability. The progav valve was within specified tolerances. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of event: unknown. No further information provided.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative "adjustment not possible."